Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a shock from their implantable cardiac defibrillator. It is unknown at this time whether the shock was appropriate or inappropriate. The patient was stable. No further information is available at this time.